Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17.  Checking your blood glucose. Chapter 4 / page 36 . Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose (bg) level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported despite boluses being given (0.3-0.5 units) over a few hours, bg levels continued to rise. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied and patient's bg levels were monitored though the night; normal bg range for patient is 120 mg/dl to 150 mgdl. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was flattened. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. While the exposed portion of the soft cannula was found to be flattened, the timing or cause of this damage could not be determined.